Manufacturer narrative:
Device not returned.

Event description:
(B)(4) 2015 per medwatch: allegedly, PICC line was not functioning properly. PICC pulled back slightly to 3cm to test blood return when a hole was discovered in the PICC at the 3 cm mark.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage resides were observed throughout the sample. The catheter tubing terminated at the 40cm depth marking. A longitudinally aligned split was observed at the 3cm depth marking. Several regions of kinked shape memory were observed converging at the proximal end of the split. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, during infusion through white luer hub, a leak was observed emanating from the site of the aforementioned split. The sample kinked preferentially at the site of the kinked shape memory during manual manipulation. Microscopic inspection of the split revealed sharply defined edges with granular surfaces. The catheter regions just proximal of the split exhibited multiple kink impressions oriented in different directions. The several kink impressions indicated that the catheter was repetitively kinked in multiple directions just proximal of the split. This excessive and cyclic manipulation of the catheter appeared to result in the observed split. Care should be taken when securing, accessing and maintaining catheters to avoid excessive manipulation.